Event description:
A customer contacted beckman coulter inc., (bec) and stated the coulter lh 750 hematology analyzer generated differential results with no instrument generated messages. Customer indicated that blasts were seen on this patient on bone marrow report (pathology report) from the previous day. Customer then performed manual differential, which showed four (4) blasts. The erroneous results were reported out of the laboratory. There was no death, injury, or an effect to the patient treatment in connection with this event.

Manufacturer narrative:
Qc was performed before the event and recovered within range. The instrument is currently performing within qc specifications with respect to controls and reproducibility. A field service engineer (fse) was dispatched to the customer site. The fse replaced the pak lyse pump, pak preserve pump, solenoid 60, and performed alignment. Based on bec raw data analyses: the provided raw data sample has 4% blasts, but the algorithm set no suspect flags. The histograms look normal and the populations are well separated. The algorithm monocytes percents (17) are higher than that of the manual differential (4%) but, they are not significantly elongated and tightly clustered. Due to the lack of abnormal patterns on the histograms, the algorithm did not set suspect flags. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. An MDR 1061932-2012-02203 is associated with this event at this customer site.